Event description:
Customer reported the system is displaying a "install oec boot disk" message and there is a problem with the sram. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the sram and configuration files. System operates as intended. This MDR is related to ge healthcare complaint.